Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. Procedure was not successful as they were not able to treat the mitral regurgitation and procedure was discontinued after multiple attempts to grasp the leaflets and to reduce the mr. It was informed that the patient never woke up after anesthesia due to multiple seizures and neurological damage. Physician does not believe that the mitraclip procedure was the reason for the death. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported positioning failure (leaflet grasping) appears to be related to a combination of patient morphology/pathology and procedural factors. The cause of the reported patient death could not be determined. The reported hospitalization was a result of case-specific circumstances. The reported patient death is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. Procedure was not successful as they were not able to treat the mitral regurgitation and procedure was discontinued after multiple attempts to grasp the leaflets and to reduce the mr. It was informed that the patient never woke up after anesthesia due to multiple seizures and neurological damage. Patient was sent to intensive care unit (ICU) as patient never woke up. Physician does not believe that the mitraclip procedure was the reason for the death. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported. On (B)(6), code stroke was called and patient died.